Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s´ husband reported that the patient might have experienced a seizure during her sleep. No cgm readings and other specific symptoms were recalled from that time, but the patient was brought to the hospital by their husband. When bloodwork was done, the blood glucose reading was 600 mg/dl. The patient was unable to recall the medications administered, testing done and the diagnosis during the event. They stated that the hospital managed glucose using fingerstick testing, and that the sensor was removed. There was no information regarding the duration of stay, but it was stated that the patient was hospitalized. There was no documentation of further medical evaluation or intervention. The patient was discharged on (B)(6) 2026 but feeling tired. At the time of the report, it was understood however that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.